Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was over 400 mg/dl. Customer had high ketones and high heart rate. Customer also reported that air bubbles were forming in the reservoir of insulin pump due to which customer getting high blood glucose. The size of air bubbles was approximate compared to a circular part of plastic pen top. Customer stated that the air bubbles were successfully removed but air bubbles were reoccurred during rewind and load process. It was unknown if the insulin pump was on auto mode. The insulin pump will be and reservoir will not be returned for analysis.